Event description:
Attempts for additional information from the physician have been unsuccessful to date.

Event description:
It was reported that the patient recently experienced an increase in seizures that started over the last few months. It was also noted that her magnet is less effective in aborting her seizures. She was admitted to a hospital on three days prior for the increased seizures. Both system and normal mode diagnostics were performed and were within normal limits. The physician decided to increase her output currents to 2.0ma and 2.25ma, respectively, which she tolerated. The patient was asleep during diagnostics and did not awake. The company representative reported that the increase in seizures is unknown, but the physician thought it could be due to the patient disease progression or being used to the settings. The physician requested a blc to determine when the patient's battery would be approaching eos.